Event description:
As per nmpa (china FDA): as reported, the patient underwent an indirect hernia repair procedure on (B)(6) 2022 using pre-cut bard soft mesh. As reported following implant the patient had post operative wound redness, itching & swelling. As reported the patient was successfully treated with anti-allergy dexamethasone injection.

Manufacturer narrative:
Based on the information available, no conclusions can be made. Information is limited. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 210 units released for distribution in july 2021. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.